Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a declot procedure of a lower extremity graft a fogarty broke mid shaft inside of iliac artery on our patient. Patient was sent to a hospital for further evaluation and removal of fogarty. The reason for the hospital move was for a better snare to remove the catheter. No patient complications reported.